Manufacturer narrative:
The following fields have been updated with additional information: h6, h11. Correction to a1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a station error message 'patient interface problem' appeared. All new orders and patients were not crossing, and stations were in critical override mode. A technical support specialist confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using bd pyxis¿ medstation¿ es, a station error message 'patient interface problem' appeared. All new orders and patients were not crossing, and stations were in critical override mode. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. However, there were no adverse events or injuries reported due to this event.